Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument associated with this complaint and completed its investigation. Failure analysis could not confirm nor replicate the reported issue. The instrument was placed on a in-house system and the instrument passed recognition/engagement. The instrument moved intuitively will full range of motion in all directions and passed electrical continuity. Smoke was seen coming from a wet paper towel while testing. Grip force and electrode gap inspections passed. Grip force measurements for straight orientation was 7.421 lbs., pitch orientation was 7.673 lbs., yaw orientation was 7.441 lbs. Electrode gap measured at .003". The instrument was also found to have a dislodged blade and visual inspection found the blade exposed outside of the blade garage. There was no conductor wire or snake wrist damage found. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy procedure, the vessel sealer instrument would not seal. The site used another vessel sealer instrument to complete the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain information about the reported complaint, however, no additional information has been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received medwatch report number (B)(4) with the following information: "patient was brought to surgery and given general anesthesia. There were extensive pelvic & abdominal adhesions, bilateral ovaries with multiple cysts with possible adenomyosis on a large uterus. Vessel sealer malfunctioned/didn't work and had to be changed in the middle of the surgery. No harm to the patient. Procedure completed and patient was stable."